Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that balloon was found leaking gas. The target lesion was located in the anterior descending branch. A 10mmx2.75mm wolverine cutting balloon was selected for coronary stenting. During procedure, cutting balloon was sent into the vessel, but it could not be expanded by the pressure pump, and the balloon was found to be leaking after withdrawal. The procedure was completed with another of the same device. No complications were reported and the patient was stable. It was further reported that leak was noted at the tip of the balloon.

Manufacturer narrative:
E1: initial reporter telephone: (B)(6). E1: initial reporter address 1:

Event description:
It was reported that balloon was found leaking gas. The target lesion was located in the anterior descending branch. A 10mmx2.75mm wolverine cutting balloon was selected for coronary stenting. During procedure, cutting balloon was sent into the vessel, but it could not be expanded by the pressure pump, and the balloon was found to be leaking after withdrawal. The procedure was completed with another of the same device. No complications were reported and the patient was stable.

Event description:
It was reported that balloon was found leaking gas. The target lesion was located in the anterior descending branch. A 10mmx2.75mm wolverine cutting balloon was selected for coronary stenting. During procedure, cutting balloon was sent into the vessel, but it could not be expanded by the pressure pump, and the balloon was found to be leaking after withdrawal. The procedure was completed with another of the same device. No complications were reported and the patient was stable. It was further reported that leak was noted at the tip of the balloon.

Manufacturer narrative:
E1: initial reporter phone and address: (B)(6).